Event description:
Caller reported that insulin gauge displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. At the time of follow up the customer stated, "issue is resolved". No additional information available.